Event description:
Blue cover sleeve from packaging not removed before cassette inserted into pump. Pump door closed and pump operated without alarm, but infusion rate was more rapid than setting. Pt received 280 mg lidocaine in 10 minutes in addition to 50 mg bolus. Pt experienced grand mal seizure, requiring treatment.